Event description:
Report received of decreased symptom relief, asking about longevity for stimulator. Patient also has pump - reports volume discrepancy and withdrawal symptoms prior to most recent refill. Follow up with hcp revealed - the event described by the patient occurred in 2002. Patient's pump was refilled with mso4 in july and was due for return in august for refill. Pump has alarm volume of 2.5 ml. Patient was given an instruction sheet etc regarding refill date. Office staff realized patient had not returned for refill and telephoned patient. Patient had gone through mso4 withdrawal - had nausea, vomiting and shakiness and had called the hcp to report the problem. Patient's pump was refilled - patient stated they had expected to hear an alarm and the office to call them about coming back for refill. Office staff stated they do not call patients to remind of refill dates. Patient has had this pump since april 2001. Patient has recovered from the event but seems to be preoccupied with fear that it may happen again.